Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used during the procedure. It was reported to boston scientific corporation that an uphold lite (tm) with capio slim (first device, MFR report #3005099803-2018-60067) and a capio slim (second device, MFR report #3005099803-2018-60069) were used during an anterior apical support procedure performed on (B)(6) 2018. According to the complainant, during the procedure, two consecutive capio slim devices had their darts detached from the suture after a single pass. Both darts were recovered from the head of their respective capio devices. The procedure was completed with an opc capio device. There are no adverse patient effects as a result of this event.

Event description:
Note: this manufacturer report pertains to one of two devices used during the procedure. It was reported to boston scientific corporation that an uphold lite (tm) with capio slim (first device, MFR report #3005099803-2018-60067) and a capio slim (second device, MFR report #3005099803-2018-60069) were used during an anterior apical support procedure performed on (B)(6) 2018. According to the complainant, during the procedure, two consecutive capio slim devices had their darts detached from the suture after a single pass. Both darts were recovered from the head of their respective capio devices. The procedure was completed with an opc capio device. There are no adverse patient effects as a result of this event.

Manufacturer narrative:
(B)(4). A visual examination of the returned capio slim device revealed that the cage was bent and the carrier was in good condition. Functional analysis revealed that the carrier extended with no problem. However it did not catch the dart due to the cage condition. This could contribute to the reported failure (dart detached) consequently confirming the reported complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Per complaint information, the failure occurred during the procedure. It is most likely that the device could have been manipulated, since the cage condition found is an issue that could have been generated by excessive manipulation of the device by the user, additionally, during the manufacturing process the units are inspected in order to avoid the failures reported. However, there is no control in how devices are handled in the field. Based on the information available and the analysis performed the most probable cause for the complaint event is cause traced to component failure.